Event description:
During baxter's functionality testing of a spectrum pump, it displayed the "air-in-line" message. There was no pt involvement.

Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to the "false air-in-line" alarms which were not reproduced. It was observed that the upstream sensor had low fluid numbers. Low ultrasonic readings have been known to contribute to false air-in-line alarms. The failed upstream sensor was replaced.